Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir lip ring was missing customer's blood glucose level was 300 mg/dl at time of incident. Customer reported that the reservoir was loose and got dislodge so no insulin was delivered no reservoir. Customer had the symptoms expressed may be indicative of the possible onset of diabetic ketoacidosis. The insulin pump will not be returned for analysis.